Event description:
As surgeon used lap scissors during operating room procedure, the curved metz scissor tip became partially dislodged from the handle. The surgeon was able to push the tip back on the handle and out of the abdomen and trocar. Secure-cut handle 34 cm, catalog # 625-050. Secure-cut curved metz scissors tip, catalog # 625-060, lot# 482020. No pt harm.